Manufacturer narrative:
E1: reporter email not available manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed during evaluation of the returned power module (serial number: (B)(6). Within a few seconds of connecting the unit to ac power, a yellow wrench and red battery alarm activated. This issue was isolated to the unit¿s backup battery. The battery was replaced, and the repaired unit was then functionally tested and found to perform as intended. The power module was shipped back to the customer ready for use, and the battery was forwarded to product performance engineering for further analysis. Upon arrival at product performance engineering, the battery was found to be in a partially depleted state of ~12.05v. The battery was installed in a known working test power module and upon powering the system, a yellow wrench and red battery alarm was again activated. It was determined that the battery was not able to charge and could not support the system in the absence of ac power. Further analysis could not be performed due to the chemical hazard posed by sealed lead acid batteries. The root cause of the reported alarm was determined to be an issue with the sla battery; however, a further root cause could not be conclusively determined. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the sla backup battery, serial number (B)(6) , revealing that the battery passed all testing per the great batch specifications. The battery was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module (ppm-01639) showed a yellow wrench and had an ongoing alarm. Customer requested to have rental power module replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.